Event description:
It was reported that the patient received multiple alerts for high impedance. Rv to can vector showed noise with pocket manipulation. The lead remains implanted.

Event description:
New information received notes loss of capture was observed the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis revealed fracture of the rv conductors. The rv conductors were fractured under the strain relief coil due to fatigue. Electrical analysis identified a rv open circuit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.